Event description:
The article, "predictors of permanent pacemaker implantation for transcatheter self-expandable aortic valve implant in the cusp overlap era", was reviewed. The article presented a prospective, single center study to assess the predictors of permanent pacemaker implantation (ppmi) in patients undergoing self-expandable transcatheter aortic valve implant (tavi) using the cusp overlap (cop) technique. Devices included in the article were evolut r/pro, acurate neo, portico, vitaflow, and navitor. The article concluded that implant depth and prior conduction abnormalities remain the main predictors of ppmi using self-expanding tavi in the cop era. Patients with high implants and no prior conduction abnormalities may be candidates for early discharge after uneventful self-expanding tavi, while the rest may need inpatient monitoring regardless of achieving a high implant. The need for ppmi was associated with longer hospital stays. [The primary and corresponding author was oscar mendiz, interventional cardiology department, cardiology and cardiovascular surgery institute (iccyc), hospital universitario fundación favaloro, avenida belgrano 1746, (1093) ciudad autónoma de buenos aires, argentina, with corresponding email: omendiz@ffavaloro.org]. The time frame of the study was from august 2020 to november 2023. A total of 261 patients were included in the study, of which 13 (5.0%) received an abbott device. The average age was 81.5 years and the majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, smoking, myocardial infarction, coronary artery bypass graft, percutaneous coronary intervention, dialysis, stroke, atrial fibrillation, heart block.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "predictors of permanent pacemaker implantation for transcatheter self-expandable aortic valve implant in the cusp overlap era". Summarized patient outcomes/complications of navitor/portico procedure were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, smoking, myocardial infarction, coronary artery bypass graft, percutaneous coronary intervention, dialysis, stroke, atrial fibrillation, heart block. Some of the complications reported were unexpected medical intervention (post-bav), myocardial infarction, stroke, bleeding, heart block, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.